Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patient's right eye (od). The reporter indicated there was a refractive surprise. The lens remains implanted but the surgeon plans to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon implanted a 13.2mm vticm13.2, implantable collamer lens, -13.50/+2.0/080 (sphere/cylinder/axis), in the patient's right eye (od). Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).